Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt, no physical damages were noted. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the downstream occlusion sensor output was approximately 3 millivolts in the multi-user menu with no pressure. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be inoperable. Replace the downstream occlusion sensor and upstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device failed calibration during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.